Event description:
Attached needle to prefilled flu vaccine. Plunger would not advance. Removed needle and replaced it with new needle. Plunger advanced. This has happened two times, once on (B)(6) 2024 and once on (B)(6) 2024. Ref report: mw5162280.